Manufacturer narrative:
This report was initially filed for unknown simplex. It was later discovered that this was a duplicate of another report for simplex hv. Stryker orthopaedics is a distributor of this device, which is manufactured by aap. The manufacturer is responsible for regulatory decisions under MDR/mdv and submitting any required MDR/mdv reports. Supplier has been notified.

Event description:
Glass vial top broke unevenly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Glass vial top broke unevenly.